Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high pacing lead impedance was observed. No sensing and loss of capture were also noted. Insulation abrasion was suspected. The lead was extracted and replaced. The patient was in stable condition post-procedure.